Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient is trained on performing manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information from the patient's contact confirmed that the cassette used by the patient was available for return for physical evaluation by the manufacturer. The cycler was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: an actual sample from the customer in the original package with product number 050-87216 and lot number 18sr08002 was returned to the manufacturer. During disinfection, a leak was found in the cassette film. A visual inspection of the cassette found two pin holes in the film. The inspection of the cassette (hard plastic) found no damage. The reported event was confirmed during sample evaluation. The investigation of the production line revealed that there were no sharp edges on the carts in the production area or on the machine surface that could cause damage on the film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the complaint database was queried and no additional complaints with the same failure mode have been received from this lot. Furthermore, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.